Event description:
It was reported that there was a failure while placing a foley catheter. Registered nurse tested the foley balloon. Registered nurse noted it wouldn't deflate the fluid inserted. Registered nurse called another nurse to verify. Foley catheter given to management. No lot number was recorded.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
This MDR is being retracted as it is a duplicate of a record already submitted 1018233-2025-10089. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a failure while placing a foley catheter. Registered nurse tested the foley balloon. Registered nurse noted it wouldn't deflate the fluid inserted. Registered nurse called another nurse to verify. Foley catheter given to management. No lot number was recorded.